Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoirs were leaking at the o-rings, tubing connector, and snap cap. Customer was unsure if the leak was past the 1st or 2nd o-ring. The customer reported no air bubbles in the reservoir. It was also reported that the customer had high blood glucose levels, however, no specific values were reported. The customer treated with a manual injection. High blood glucose troubleshooting was declined. The reservoirs are expected to be returned for analysis.